Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased and alopecia outcome was unknown. The reporter considered alopecia, pelvic pain and weight increased to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 827963, 834806 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and fatigue ("fatigue"). On an unknown date, the patient experienced flank pain ("flank pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and flank pain outcome was unknown. The reporter considered alopecia, fatigue, flank pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Lot number report 827963 and 834806 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 827963, 834806 -invalid, b27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, bloating and dysmenorrhoea. Concurrent conditions included human papilloma virus infection and abdominal pain lower. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and fatigue ("fatigue"). On an unknown date, the patient experienced flank pain ("flank pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and flank pain outcome was unknown. The reporter considered alopecia, fatigue, flank pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B) (6) 2015: results: total bilateral occlusion, essure devise in the uterine-fallopian tube junctions. No evidence of fallopian tube tilling. Lot number report 827963 and 834806 is invalid concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Lot number : b34805 (from current fu (B)(6) 2019) most recent follow-up information incorporated above includes: on (B)(6) 2019: essure lot number was added, essure confirmation details were added. Essure insertion procedure was received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure (batch no. 827963,834806-not valid,b27983) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included back pain, bloating and dysmenorrhoea. Concurrent conditions included human papilloma virus infection and abdominal pain lower. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient was found to have weight increased ("weight gain") and experienced alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and fatigue ("fatigue"). On an unknown date, the patient experienced flank pain ("flank pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and flank pain outcome was unknown. The reporter considered alopecia, fatigue, flank pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 5. The number of expanded coils that appeared trailing into the uterine cavity was 3. She tolerated the procedure moderately well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: results: total bilateral occlusion, essure devise in the uterine-fallopian tube junctions. No evidence of fallopian tube tilling. Lot number report 827963 and 834806 is invalid. Concerning the injuries reported in this case, the following one were described in patient¿s medical records: pelvic pain. Lot number : b34805 (from current fu 17-jul-2019). Lot number: b27983, manufacture date: 2013-04, expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure (batch no. 827963, 834806) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included human papilloma virus infection. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced weight increased ("weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headache") and fatigue ("fatigue"). On an unknown date, the patient experienced flank pain ("flank pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, alopecia, vaginal haemorrhage, menorrhagia, migraine, headache, fatigue and flank pain outcome was unknown. The reporter considered alopecia, fatigue, flank pain, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received, reporter information added, demographic added, lot number added, event added- vaginal haemorrhage, menorrhagia, migraine, headache, fatigue, flank pain. Events onset date and severity added. Concomitant drug and condition added. Lab data added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.